Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that the small battery drive device was overheating. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information b5: additional information received from the reporter states that the device was broken. This information does not change the reportablity of the file. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the device was heat up was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device passed all pretests however, had corrosion and unknown debris on its components. The assignable root cause was determined to be due to improper maintenance, which is user error.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: correction h6, h10: it was inadvertently reported in the previous supplemental report that the reported condition of the small battery drive device overheating was not confirmed. Please note that the investigation has been updated. Updated device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the small battery drive device had corrosion and unknown debris on its components, and the device was generating heat. Therefore, the reported condition that the device was overheating was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse.